Event description:
It was reported that the patient was admitted from (B)(6) 2024 to (B)(6) 2024 for a major driveline infection. The patient was treated with cauterization, cleaning of poor granulation, and drug therapy. The patient was readmitted from (B)(6) 2024 to (B)(6) 2024 and treated with medication adjustments and a change of fixation position. It was noted that the patient's condition was worsened due to a self-directed change in fixation position and the cause of the infection was due to the patient's failure to follow device management instructions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.